Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the collar wash vacuum valve was defective. The fse replaced the collar wash vacuum valve to resolve the issue. The system functioned properly without any issues. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was an issue with the urea calibration failure, and the reagent probe a on the unicel dxc 600i synchron access clinical system was leaking. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.